Event description:
Info received indicates the caster continues to move after the brake has been set.

Manufacturer narrative:
The technician replaced two bushings in the brake block assembly to repair the bed.